Event description:
Allegedly per literature review, after elective revision of lumbar decompression and non-instrumented fusion, the patient suffered from confusion, neck pain, convulsions and coma associated with greatly elevated cerebrospinal fluid calcium levels. During the procedure, a dural tear was sustained and could not be repaired. Gel foam was used to cover the tear, then pellets and bone were packed around the defect.

Manufacturer narrative:
Investigation is not complete. Event device code is addressed in package insert. Trends will be evaluated. This reprot will be amended when the investigation is complete.